Event description:
During an in-clinic follow-up, an over current detection (ocd) alert was observed in the right ventricular (rv) channel of the device. The ocd alert was triggered when noise was over-sensed as an episode of ventricular tachycardia (vt), however due to decreased, out of range, defibrillation impedance, the high-voltage (hv) therapy to be withheld by the ocd. The suspected cause of the event was due to rv lead damage, although not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.